Event description:
The customer reported that he had a therapy knob failure in the log.

Manufacturer narrative:
The customer reported that he had a therapy knob failure in the log. The customer's biomedical engineer evaluated the device, and confirmed the symptom. The customer subsequently reported that replacing the optical switch assembly resolved the reported failure.